Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 28-feb-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the device was in place for 2-days. The user experienced clogging, it was noted that flushing with water did not resolve the clogging issue. The clinician administered clog zapper, reinserted the stylet and the clogging was not resolved. The user removed the tube due to the unresolved clog, upon removal the user noted a small hole at approximately the 55cm mark. The device was replaced for another like device. There was no reported injury.